Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were hundreds of atrial fibrillation (af) episodes stored by the device which were actually sinus rhythm with atrial ectopic beats. The device parameters were adjusted to avoid device memory becoming full due to the detection of atrial ectopic beats. No further intervention has been performed at this time and the patient was stable with no consequences.